Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) there was a molecular false positive for baltec media. The following was reported by the initial reporter: hazard, injury or erroneous results details did erroneous results occur? Yes if yes¿detailed erroneous results (include # of errors and type): molecular fp for c. Tropicalis 1what result did the customer obtain from the bd product? Molecular fp for c. Tropical is and s. Aureus. What result was the customer expecting to obtain (if different from the obtained result) s. Aureus. Was this a qc, validation, or proficiency test? No. Was patient treatment changed as a consequence of the issue with results? No. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No. Customer received molecular fp for c.tropicalis.

Manufacturer narrative:
H3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) there was a molecular false positive for baltec media. The following was reported by the initial reporter: hazard, injury or erroneous results details did erroneous results occur? Yes if yes detailed erroneous results (include # of errors and type): molecular fp for c. Tropicalis 1. What result did the customer obtain from the bd product? Molecular fp for c. Tropical is and s. Aureus. 2. What result was the customer expecting to obtain (if different from the obtained result) s. Aureus. 3. Was this a qc, validation, or proficiency test? No. 4. Was patient treatment changed as a consequence of the issue with results? No 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No. Customer received molecular fp for c.tropicalis.

Manufacturer narrative:
H.6 investigation summary: bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use.

Event description:
It was reported while using bd bactec¿ peds plus¿/ f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd bactec¿ peds plus¿/ f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.